Manufacturer narrative:
D4: UDI updated. One device was received for evaluation. Visual inspection found damaged rear and front housing, and contaminated dso and uso seals. The event history log was unable to be reviewed due to error code 1260 on the pump display. Functional testing was able to duplicate the reported problem. It was determined that the mpu board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked rear case on the top right side, damaged front case inside the pump (top screw pillar), clock battery overdue (1510), and error code 1260. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.